Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) monitor remains black with stripe. No harm is reported.

Manufacturer narrative:
Initial reporter: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.